Event description:
Pt undergoing a laparoscopic sleeve gastrectomy and hiatal hernia repair. During creation of the gastric sleeve sequential application of 60mm flex staplers by ethicon were used. On the 3rd staple, there was a misfire and surgeon 'did not have complete use of the 60mm staple line; there was only probably about a third of that which required manual retraction of the blade." No tissue was cut without staples; however, there was plenty of tissue that had staples that was not cut. Endoscissors used to cut the tissue.